Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Reportedly, the customer used cartridge beyond labeling timelines. Tandem technical support educated customer on labeling timelines. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.